Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with tape not sticking. The customer mentioned high blood glucose level of 600mg/dl. The customer treated the high with manual injection. The customer declined to troubleshoot for the highs and attributes the incident to infusion set slipping away from their body. The customer was advised to monitor the device.